Event description:
Boston scientific (bsc) crm received information that one week post implant of this dextrus lead, this patient was in the ICU as a result of a pneumothorax. There appeared to be inappropriate pacing and auto capture (ac) was on and in retry at 3.5 v with thresholds of 2.3v. The patient did have a chest tube placed for the pneumothorax and the lead was programmed to unipolar configuration due to better pacing and sensing. The patient will be followed in one month's time. No other adverse events have been reported.